Event description:
Event description guidant received information that at 46.0 months post implant, this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator earlier than expected. The device was explanted and returned to guidant for analysis.